Manufacturer narrative:
(B)(4)

Event description:
The event was reported by a costumer from USA: "12 power supplies are broken. (B)(6) 2015 the first power supply adapter got broke. Delay in therapy: yes. Need for medical intervention: no. Patient involvement: yes. Death / serious injury: no. Human harm: no."